Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Blood was identified within the balloon material. The hypotube shaft profile has no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A 6mm tear distal from the port exchange was identified on the outer lumen. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres however, the pressure was unable to be maintained as the inflation liquid was observed leaking from the outer lumen tear near the port exchange. The encore inflation device was verified before and after using a druck gauge. No other device issues were identified during returned product analysis.

Event description:
Reportable based on the device analysis completed on 27feb2025. It was reported that the device was unable to cross the lesion. The target lesion was located in the left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon could not cross the lesion. The device was completed with the use of another of the same device. No patient complications were reported and the patient was good post procedure. However, the device analysis revealed that the shaft break occurred.